Event description:
It was stated that the customer had high and low blood glucose and went to see his doctor. It was stated that the insulin pump was cracked near the battery compartment, and the device has not been dropped. Advised the caller to revert to back up plan. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specs.